Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. Only a main coil was returned for this complaint. The main coil was found kinked and stretched. Some of the fibers bundles have blood residues. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Dimensional inspection of the no. Of distal fiber bundles, outer diameter (od) of zap tip and primary coil were performed and were within specifications, however no. Of proximal fiber bundles were lacking.

Event description:
Reportable based on device analysis completed on 18mar2020. It was reported that the coil early detached. The target lesion was located in the mildly tortuous internal iliac artery. A 6mmx20cm interlock-35 was selected for use. During the procedure, it was noted that the coil got early detached inside the 5fr imager catheter as the main coil and delivery wire arm got separated. The device was then pulled out together with the microcatheter. The procedure was completed with another of the same device. There were no complications reported and patient was good post procedure. However, device analysis revealed missing coil fiber bundles.